Event description:
Consumer called stating that when he set the height of the legs on his 96-2 shower chair to the height that best fit him the chair became wobbly. The legs allegedly gave out on user while in use. No injury. The malfunction has not been confirmed.